Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulator and lead were replaced in march 2013 as the lead had fractured a ¿year ago.¿ additional information was requested regarding details about this event. If received, a follow up report will be sent.

Event description:
It was further stated that a company representative was aware of the issues in (B)(6) 2013. It was thought that it was a problem with a percutaneous lead and that it was replaced with a paddle lead on (B)(6) 2013. The company representative had not seen the patient prior to this.